Manufacturer narrative:
The investigation of the log file revealed that there were two issues with the device. First: the internal battery was outdated which triggered the reported reboot. Second: the power loss alarm failed. The savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The battery has an replacement interval of two years. The device software performs a battery test procedure in the background in regular intervals. If a particular test step fails due to an outdated or depleted battery this may trigger a reboot of the entire device. Battery status is being indicated to the user by a dedicated led. The power loss alarm is buffered by an independent power source (goldcap capacitor) located on the main board. During the regular service and maintenance interventions the proper function of this capacitor is tested; it'll be replaced when found out of specification. The particular savina was manufactured in may 2010 and is not under a service contract. Both investigation findings indicate that the user facility did not follow the recommended service intervals defined by dräger.

Event description:
Please refer to initial MFR. Report #9611500-2019-00456.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that "during use on patient, the device suddenly shut down, failed to work. Then exchange to other device. No injury report."